Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered shocks to this patient. The programming was changed to resolve the issue. The device remains in use. No additional adverse patient effects were reported.